Event description:
The customer reported that the system does not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the input fuse 230. The system operates as intended.